Manufacturer narrative:
The reported event of low impedance on high voltage lead was not confirmed. The device was at elective replacement indicator (eri) when received. Longevity was calculated based on the device usage, and the battery depletion was found to be normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited low defibrillation impedance. The ICD was explanted and replaced. The patient was in stable condition.